Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a severely calcified, 80-90% stenosed lesion in the distal left anterior descending artery (lad). When the viperwire advance guide wire was advanced, it was not parked distally enough, and the guide wire nearly knotted in the vessel. During treatment, the guide wire fractured when the crown was spun. The fractured component was pinned against the vessel wall and a stent was placed to complete the procedure. The patient was in stable condition.